Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 15.9 mmol/l (286 mg/dl) while wearing the pod between 4 and 24 hours on the arm. When the pod was removed, it was reported that the cannula "was a little turned" indicating the component was bent. As treatment for his elevated bg levels, the patient administered a correction bolus and replaced the pod with a new one.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The device had the cannula assembly fully deployed upon receipt. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No issues noted that would cause high blood glucose levels.